Manufacturer narrative:
Add'l info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned and request for add'l info has not been responded to, however, the pt developed/was diagnosed with infection almost four years after implantation of the mesh. No conclusion can be drawn at this time. A DHR review has been conducted. All paperwork appeared complete and accurate. No mfg issues were identified. See MDR 1213643-2011-00004 for info related to the other composix e/x mesh implanted on (B)(6) 2004.

Event description:
Attorney reported: on (B)(6) 2004, pt had two composix e/x meshes implanted to repair a hernia defect. On (B)(6) 2007, pt presented to the hosp for a small bowel obstruction and excision of the infected mesh. During the surgery, the pt was found to have extensive lysis of adhesions from the mesh, a small bowel obstruction and serosal tears. Postoperatively, she developed severe (B)(6) and abdominal wall infection. On (B)(6) 2008, pt was taken back to the operating room and underwent removal of infected mesh, debridement of necrotic tissue from the abdominal wall and repair of two small bowel perforations. The mesh was excised and a bowel resection was performed. Pt developed respiratory failure. On (B)(6) 2008, pt failed to recover from that surgery and died from cardiopulmonary arrest. The composix e/x mesh used in the pt's hernia repair surgery failed, resulting in pt's suffering and death.